Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not align with the display cursor and that calibration did not resolve the issue. It was also indicated that the power cord bay was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. The programmer was returned for service and testing and ca libration. No patient complications have been reported as a result of this event.